Event description:
An emergency room pt was scheduled for CT scan of the abdomen and pelvis to rule out appendicitis due to epigastric pain. The IV line was in the left antecubital area and a saline test injection was performed without any issues. During the contrast injection, the contrast was not visualized on the CT images. The technologist found that an extravasation of approximately 100 ccs of omnipaque 300 occurred. Warm compresses were applied to the IV site and the pt returned to the emergency room. The pt and his family were instructed on how to apply warm and cold compresses and the pt was discharged. The pt returned to the ER within a few hours of being discharge. The left arm was swollen and rigid from the pt's fingertips to his shoulder, and the arm was cold to the touch and pale. A CT scan and a doppler study were performed, which showed an extravasation into the subcutaneous tissue and muscle. The pt was released the same day without treatment.

Manufacturer narrative:
A medrad service engineer performed a system checkout on the injector and no problems were found. Additional applications training was offered to the customer, but they indicated that application was not needed.